Event description:
Attempted to implant a lens but the lens became stuck in the cartridge prior to being inserted. There was no pt contact. The nurse stated it was unk as to why the lens became stuck. No indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to recall the lot numbers.